Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer has completed analysis of one (1) years' worth of data to determine the impact of flow rates less than 1ml/hr. Customer found times when heparin was given at low flow rates resulting in sub therapeutic lab values. The customer is questioning if this is a result of the inaccurate infusion possibilities with flow rates less than 1ml/hr. There was patient involvement, but no harm. The customer has also made a product enhancement request to add a hard minimum continuous dose limit. The customer also later requested the hard minimum for both continuous infusion doses and also bolus doses.